Event description:
It was reported a patient underwent a left revision anatomic total shoulder arthroplasty completed approximately 19 months post initial implantation. Subsequently, 2 weeks ago, the patient noted ongoing severe pain and significant difficulty with activities of daily living with an unknown onset of symptoms. No further information is known at this time regarding treatment or intervention required. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Medical product: catalog #: unknown, biomet 25mm inferior small augment base plate, lot # unknown. Catalog #: unknown, central compression screw, lot # unknown. Catalog #: unknown, peripheral locking screws, lot # unknown. Catalog #: unknown, 36mm +0mm glenosphere with 3.5mm posterior offset, lot # unknown. Catalog #: unknown, 40mm +3mm offset standard metal humeral tray, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01246, 0001825034-2023-01247, 0001825034-2023-01248, 0001825034-2023-01249, 0001825034-2023-01250. Remains implanted.

Manufacturer narrative:
(B)(4) reported event was unable to be confirmed as no issue was detected in the radiographs and limited information from the customer. Radiographs were reviewed and it was found that the reversetype left shoulder arthroplasty implants are anatomically aligned. There is no fracture and no evidence of implant loosening. A health care professional reviewed the case and identified the following: severe pain reported, moderate to extreme difficulty with activities (adls) noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.